Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) access site used was the left transfemoral approach. A dissection was observed in the left common iliac artery (cia). The patient had small blood vessel diameter in both lower limbs as the procedure was performed with known risk of vessel damage. Calcification was seen at the dissection site of the cia. Per the physician, the dissection occurred either during the insertion or removal of the inline sheath of the dcs. The non-medtronic sheath did not cause or contribute to the dissection. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the non-medtronic sheath was removed, vascular damage was noted. Subsequently, a stent was implanted and hemostasis was achieved. No additional adverse patient effects were reported